Event description:
On 25-may-2023, a spontaneous report from angelini s.p.a. Was received by bridges consumer healthcare. Angelini s.p.a. Received the report on 13-may-2023, the report verbatim is as follows: this serious spontaneous case, manufacturer control number 2023-030940 is an initial report from germany received on 13/may/2023 from a consumer/other non health professional through diamed (de2856). This case report concerns a 46-years-old female patient, who topically applied thermacare heat wraps flex (batch number ga0377; expiry date: 2025-03) used for unknown indication. Concomitant medications and medical history were unknown. On (B)(6) 2023, after thermacare heat wraps initiation, the patient experienced burns second degree. On (B)(6) 2023, the consumer experienced second-degree burns on her neck after applying the heat wraps for approximately 8 hours directly on the skin. The burns were treated with betaisodona (povidone iodine), fenistil, wound ointment and bandaids and the treatment was ongoing on (B)(6) 2023. According to the consumer, she applied the patches correctly following the instructions for use and had prior experience with heat wraps, however always without side effects. Outcome: burns second degree: unknown. The action taken in response to the event for thermacare heat wraps was unknown. Angelini medical assessment: the pi of thermacare heat wraps mentions that burns second degree could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wraps and burn is considered as possible. The overall assessment for this case is serious/labeled/possible.

Manufacturer narrative:
Follow-up receipt on 25-may-2023 from qa department. Complaint number (B)(4)). Batch code#: ga0377. Brand code/sku#: h000024564. Product count: bulk count. Date of manufacture: 25-apr-2022 through 29-apr-2022. Expiry date: 2025/03. Quantity released: (B)(4). Parent batch ga0377 is the only batch within the scope of this investigation. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. A 36-month trend analysis has been conducted for subclass adverse event safety request investigation complaints including known and unknown lot numbers. The records search returned a total of 18 complaints for the flexible use xl products during this time period, for the subclass for all adverse events (including burns). There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. Based on this search, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare flexible use xl. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4)). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4)). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare heat wraps flex mentions that burns second degree parent batch ga0377 is the only batch within the scope of this investigation. The device history record, reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain sample included six (6) pouched wraps shows no obvious defects to pouched wraps. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute defects recorded for the batch. There were no variable defects recorded for the batch. The complaint was evaluated to identify a potential trend for the lot and subclass. A trend does not exist for this lot. Considering the current information available for this complaint it is not possible to determine a root cause.